Event description:
A patient reported issues with their diabetes pump, specifically incidents where the pump was not accepting new cartridges intermittently. Additionally, the patient experienced reactions at the infusion sites, leading to visible skin problems. There was no adverse impact to the customer's blood glucose level. Clinical technical support attempted to reach the patient by phone and left a message, also deciding to follow up via email before closing the case. A box of cartridges was provided to the patient to replace the supplies they had lost due to these issues.